Event description:
Staff found mold in vacutainer urine cup x2. This is the third instance we have found this in these cups. Other instances were at the clinic building 3, first floor lab back in [redacted]-approximately 3 months ago. Previous hrp done then as well. Cups removed from storeroom and will be sent to materials. All cups from this batch have been removed. A complaint was filed with our cardinal rep.